Manufacturer narrative:
H.6. Investigation summary: bd received [1] sample and [3] photos for investigation. Visual examination of the sample and photos was performed and revealed embedded foreign matter -fm in the sidewall of the tube. Embedded fm is, by its nature, isolated from any specimen, therefore it is a cosmetic defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Bd was able to confirm the customer¿s indicated failure mode with the sample and photos provided. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that prior to use with bd vacutainer® edta 2k foreign matter was discovered in the tube. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, fm was found in the tube before usage.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd vacutainer® edta 2k foreign matter was discovered in the tube. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, fm was found in the tube before usage.